Manufacturer narrative:
A patient experienced ineffective therapy due to the migration of leads was reported to abbott. X-rays confirmed lead migration. As a result, both the leads were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the devices was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16423. It was reported patient experienced ineffective therapy due to the migration of leads, confirmed via x-rays. As such patient underwent surgical intervention wherein both the leads were explanted, and reportedly effective therapy was restored.